Manufacturer narrative:
Initial reporter establishment name:(B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 error displayed in image. (Image error). Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope displayed a communication e315 error. The event occurred during maintenance. There were no reports of patient involvement.